Manufacturer narrative:
This complaint is a duplicate of MFR. Report # 2023826-2023-01826. Claim # (B)(4).

Manufacturer narrative:
Additional information: originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim#(B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os). The lens rotated on (B)(6)2023. The lens remained implanted. Additional information has been requested but none has been forthcoming.